Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 13-jan-2023. The most recent information was received on 27-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("since essure insertion no end of pelvic pain, various pains") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device insertion difficult ("minor difficulty on the right"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criterion medically important). An unknown time later she experienced fatigue ("fatigue"), depression ("depression"), muscle disorder ("muscle disorder"), ear, nose and throat disorder ("ear-nose-throat (ent)"), visual impairment ("ophthalmologic disorder") and burnout syndrome ("burnout") and was found to have weight increased ("weight gain"). At the time of the report, the pelvic pain, fatigue, depression and weight increased had not resolved. No causality assessment was received for essure with regard to pelvic pain, fatigue, depression, weight increased, muscle disorder, ear, nose and throat disorder, visual impairment or burnout syndrome. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. [Hysteroscopy] (date unknown): investigation by hysteroscopy under visual guidance. An exploration of the [uterine] cavity found: a normal-sized cavity, both ostia visible, normal mucosa, a normal cervico-isthmic passage placement of a tubal stent under visual guidance. Number of coils visible: - on the right: 4, - on the left: 4. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-jan-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 13-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("since essure insertion no end of pelvic pain, various pains") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device insertion difficult ("minor difficulty on the right"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criterion medically important). An unknown time later she experienced fatigue ("fatigue"), depression ("depression"), muscle disorder ("muscle disorder"), ear, nose and throat disorder ("ear-nose-throat (ent)"), visual impairment ("ophthalmologic disorder") and burnout syndrome ("burnout") and was found to have weight increased ("weight gain"). At the time of the report, the pelvic pain, fatigue, depression and weight increased had not resolved. No causality assessment was received for essure with regard to pelvic pain, fatigue, depression, weight increased, muscle disorder, ear, nose and throat disorder, visual impairment or burnout syndrome. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. [Hysteroscopy] (date unknown): investigation by hysteroscopy under visual guidance. An exploration of the [uterine] cavity found: a normal-sized cavity, both ostia visible, normal mucosa, a normal cervico-isthmic passage placement of a tubal stent under visual guidance. Number of coils visible: on the right: 4. On the left: 4. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.